Event description:
When attempting to dock the filter basket of the 7mm angioguard rx into the deployment sheath tip the distal coil wire was found unraveled/stretched. Another product (same size, lot unk) was opened and the procedure was completed successfully. The device was flushed properly and was not clinically used. The product was stored as per the IFU instruction. There were no anomalies noted on the product prior to removal from its packaging or after.

Manufacturer narrative:
Information received from an affiliate indicated that distal coil wire of the angioguard deployment sheath tip was found unraveled/stretched. The event was noticed while attempting to dock the filter basket of the angioguard. Another product (same size, lot unknown) was opened and the procedure was completed successfully. The device was flushed properly and was not clinically used. The product was stored as per the IFU instruction. There were no anomalies noted on the product prior to removal from its packaging or after. There was no report of patient injury and the device was returned for evaluation. A non-sterile angioguard xp was received inside a plastic bag. The filter basket was received deployed. The components received were: the deployment sheath and the torque device attached to the distal section of the angioguard. When the unit was inspected under the microscope the distal tip was found damaged, meanwhile no damages were noted on the deployment sheath or the filter basket. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01400132. This packaging lot contained 106 units, which were shipped from lake region medical on (B)(6) 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported customer complaint of distal tip unraveled/stretched was confirmed through analysis. Guide wires are delicate instruments and should be handled carefully. Review of the information provided suggests that possible user handling may have contributed to the reported event. Based on the device analysis and the manufacturing documentation there if no indication that there is a design or manufacturing related issue therefore no corrective action is needed.